Manufacturer narrative:
Thv/tvt registry. (B)(4); system updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to the procedure itself, patient factors (female gender, coronary artery disease) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient connect, during a telephone conversation with a tavr patient, the patient mentioned she had a stroke. The patient was not sure the exact timing of the stroke, either during the tavr procedure or after the procedure. The patient reported, although she was able to move her upper limbs, she was not able to move her lower extremities for approximately 6 weeks following the stroke. She is doing much better now and she is up and walking and using the treadmill. The patient reported that prior to the tavr procedure, she was extremely out of breath and her daughter took her to the emergency room. She was immediately admitted and taken to surgery. During the transfemoral tavr procedure, a 20mm sapien 3 valve was implanted in the aortic position. The patient appeared to be a little confused. She did not realize a heart valve had been implanted. She thought the procedure was to place coronary artery stents. The patient stated that her cardiologist sees her on a monthly basis to monitor her coronary artery disease. Per the edwards specialist attending the tavr procedure, there were no issues observed or noted during the procedure. It was noted that the lm was protected prior to valve deployment. No further information is available at this time. The vale remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification is not available at this time.